Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause and the cause of the phenomenon e105 (faulty illumination lamp) error message could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
There were no problems with the equipment during use and the operation was completed successfully. The procedure adnexectomy and was finished with no delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue could not be reproduced. Other finding include an e108 error due to a faulty light emitting diode (led) unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had an error e105. There were no reports of patient harm.